Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer replaced the controller board, and it also had no lights, since it was a bad controller board. A field service engineer got another new board, and it produced lights on the board while connected and installed it on the broken drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, a drawer was not detected on the communication bus. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.